Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveform. As a result, the sensor was recalibrated via echocardiogram on (B)(6) 2018 where mean was increased by 59.3 mmhg. Accurate readings were observed under the manufacturer's patient care network database.